Event description:
The customer reported that the unit showed a red x and was chirping.

Manufacturer narrative:
The customer reported that the unit showed a red x and was chirping. The device was evaluated at philips, and the failure was verified. The unit would not power up correctly. Replacing the processor pca resolved the issue. The unit passed all post-service testing and was returned to the customer site.